Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate mode switching episodes due to far field r wave oversensing and repetitive non-reentrant ventriculoatrial synchrony. No intervention was performed.